Event description:
The customer reported there were no alarms working.

Manufacturer narrative:
The customer reported that no alarms were working on their system. Based on the available information, there was no device malfunction as the device was tested post incident by both the biomedical engineer and the philips field service engineer (fse) and was found to be operating to specifications. However, philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.